Event description:
Spouse of home patient (hp) reported pt was receiving hemodialysis on the baxter sps 1550 device. Three hours into pt's four hour treatment, device shut down without providing an alarm or the continous tone that should occur when the device powers down. Treatment was discontinued. Spouse reported there was no medical intervention and no pt injury resulted from this event.